Event description:
It has been reported to philips that a monitor failed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue did not occur during the clinical use of the system. A philips field service engineer inspected the system on-site and identified a malfunction with the monitor that displays the pacs or ris in the mcs (examination room). Despite attempting a restart, the issue persisted until the fse replaced the lcd monitor, ultimately resolving the issue. As a result, the system is functioning properly and has returned to use. The codes were updated based on the investigation outcome.